Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat properly on the tibial tray. There was no patient impact and no adverse events have been reported as a result of the malfunction. A secondary bearing was used to complete the procedure without complication.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni g2: foreign: canada customer has indicated that the product will not be returned for evaluation as the device has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.